Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt was listed as unos status 1a due to suspected thrombus in the pump. The pt received a donor heart transplant and was successfully transplanted. There was no report of a device related issue to the manufacturer prior to the heart transplant.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.